Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were noted in the luer lock and infusion set tubing. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the tubing was changed and the issue resolved.